Manufacturer narrative:
On (B)(6) 2020, infutronix confirmed with the service provider that the affected device was never returned for evaluation and therefore no root cause could be established.

Event description:
On (B)(6) 2020, a distributor of infutronix reported an issue on behalf of an end user: "hello, this is (B)(6) through service. I have a call (B)(6) on my back line. She said that her husband's damages are leaking and wanted to know what I should be able to do to stop the leakage." A patient was involved but not harmed.